Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the end user fell over by a curb, and the right side fork broke at the top of the curved portion of the fork.